Event description:
It was reported that the patient experienced pain, hematoma and discomfort with his artificial urinary sphincter (aus) device. The physician performed a cystoscopy and discovered urethral erosion. It was noted the patient underwent catheter placement prior to the observed erosion. A surgical procedure was performed in which the cuff was explanted. The patient was allowed time to heal and a new cuff was implanted approximately six months later. The patient has fully recovered.

Event description:
It was reported that the patient experienced pain, hematoma and discomfort with his artificial urinary sphincter (aus) device (B)(6) 2021. The patient previously had a catheter placement. The physician performed a cystoscopy and diagnosed an erosion at the patients urethra. The patient underwent a surgical procedure in which his cuff was explanted. The patient is fully recovered.